Event description:
It was reported a spectrum pump had an issue with the air detector. It was also reported there was no patient involvement.

Manufacturer narrative:
Baxter received and evaluated the device. The air detector issue was confirmed through review of the event history log as multiple "air in line" events. Evaluation found the lower fluid number reading from the upstream sensor to be below specification. This condition would make the pump more sensitive to false air in line alarms. The upstream sensor was replaced to correct this condition.